Event description:
It was reported to philips that the system was not booting up. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc was not booting up. A philips field service engineer (fse) inspected the system on site and identified an issue with the host pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified psu and motherboard were defective. Following the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.